Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 300 mg/dl, 180 mg/dl, 140 mg/dl and 135 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.